Manufacturer narrative:
Investigation results: device analysis: the device was returned for analysis. Visual and microscopic inspections revealed that the sheath assembly was kinked, and an imaging core break involving the drive and coaxial cable was identified, beginning 28.4 cm from the distal end of the connector shaft. The imaging window was rippled, and the imaging core was entangled. Impedance testing showed an electrical open at the proximal end. The sheath of the unit was cut a few centimeters below the severe kink to allow inspection of the other end of the broken imaging core. Device history record (DHR) review: it was confirmed that this device met manufacturing specifications before distribution and there were no manufacturing deviations that could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Conclusion: this investigation has been assigned an investigation conclusion code of failure to follow instructions. The observed twisting and imaging window ripples are consistent with advancing the device while rotating. According to the instructions for use, the motor drive unit, which provides the rotation, should remain off during insertion.

Event description:
Reportable based on device analysis completed on (B)(6) 2026. It was reported that visualization issues occurred. The 85% stenosed target lesion was located in a moderately tortuous and severely calcified left anterior descending artery. The opticross imaging catheter was advanced for ultrasound examination of the target lesion; however, the image was lost. The procedure was completed with another of the same device. The patients condition was good, and no complications were reported. However, device analysis revealed that the imaging window was rippled and the imaging core was entangled.